Event description:
It was reported that this patient had a cco (countinuous cardiac output) pa catheter inserted via a mac line introducer. When the patient returned from the or, the pa (pulmonary artery) line was found to have migrated from the pa to the rv (right ventricle), and the patient was having arrhythmias.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had a cco (continuous cardiac output) pa catheter inserted via a mac line introducer. When the patient returned from the or, the pa (pulmonary artery) line was found to have migrated from the pa to the rv (right ventricle), and the patient was having arrhythmias.